Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the only thing the device di d for the patient was keep them out of an MRI. They stated it did nothing to help them causing them to have it removed. They stated it was a bad treatment for pain. No further patient complications were reported as a result of this event.